Event description:
The customer obtained discordant (B)(6) vitros anti-hav igm result for a single patient ((B)(6)) processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was reported to a clinician, and a corrected report was issued ((B)(6)). There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros anti-hav igm result occurred. There was no indication that the vitros anti hav igm reagent or the vitros eciq was not operating as intended. A definitive root cause for the event could not be determined. However, an instrument related issue or pre-analytical sample mix-up could not be confirmed or ruled out as contributing factors.